Event description:
A report was received that the patient was having difficulty to charge due to pocket being too deep. The physician proceeded with a revision and made pocket more shallow. Nothing was implanted or explanted. The patient is reportedly doing well following the procedure.